Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. There was no alleged device malfunction contributing to the blister. The patient¿s physician advised removing the device for the blister. Outcome of the blister is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.